Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, during removal of the delivery catheter system (dcs), the non-medtronic guidewire became caught on the valve and dislodged the valve into the ascending aorta. A snare was used to hold the first valve in place while a second transcatheter bioprosthetic valve was successfully implanted. The first valve was then snared into a secure position between the ascending aorta and transverse aortic arch where it was left implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.